Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 0062631. All inspections were performed per the applicable operations qc specification. There were zero (0) notifications noted that pertained to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that foreign matter was found on the bd ultra-fine¿ insulin syringe needle. The following information was provided by the initial reporter, translated from chinese to english: "when preparing to use the syringe, the nurse checked that there was no damage or leakage in the outer package. After opening the package and needle cap, the needle was found to be rusty, and the syringe should be stopped immediately without causing adverse consequences.